Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset, which resolved the issue as the error did not reappear. The caller was then able to start their sensor session without needing further assistance.